Manufacturer narrative:
(B)(4). Based on dhrs, the product was made to print and correct materials. Product likely left conforming to print. As the photo shows the plastic package had a cut through the plastic near one of the corners, which likely allowed the screw to fall out at some point. There isn't enough information to know when the cut in the plastic package was made. Given the cut in the plastic package is quite noticeable, product is inspected at rms and biomet, the cut in the plastic package has likely happened at some point after leaving biomet. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that when sales rep opened the trauma box, the packaging was opened and a screw was missing from the package.